Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that one of the deep brain stimulation (dbs) had been explanted because of infection: the left side was taken out. No additional information was provided. No further complications were reported or anticipated with this event.